Event description:
It was reported that the customer was hospitalized for dka. The customer's bg was high during the day of their hospitalization. The customer ate lunch and bgs went higher. Bgs were treated with a bolus and came down. Later bgs rose again. The customer has been on insulin drip while in hosp and bg had been very hard to control. Troubleshooting was performed. The contact does not know if basal rates are correct. The time was incorrect due to an alarm. In addition, a fixed prime test was completed and the insulin exited. Explained to the customer the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. Two days later, a nurse called and requested assistance to reconnect the customer to the device. Also assistance was requested in reprogramming the pump.